Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after the lead and the device were implanted, oversensing of the t wave was observed for 3 intervals during the lead impedance test. The physician requested an explanation. The lead and device remain in use. No patient complications have been reported as a result of this event.